Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s adverse events of cloudy effluent fluid and gi bleed. Due to the lack of detailed information and the discharge summary, the cause of the events is unknown, therefore causality cannot be established. Esrd patients have a high burden of cardiovascular disease, it is reasonable to consider gastrointestinal bleeding could increase the risk of death. It is unknown if a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s death. Due to the lack of esrd death notification and/or death certificate, the cause of the cardiac arrest and subsequent death is unknown; therefore, causality cannot be established. It is unknown if renal replacement therapy (rrt) was being performed concurrently or in close approximation to the patient¿s death. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. While there is no allegation or no objective evidence indicating a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s adverse events; the liberty select cycler cannot be excluded from having a possible causal or contributory role. Given the lack of discharge summary, no manufacturer evaluation of the device and no death certificate, there is insufficient evidence to disassociate the liberty select cycler.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for cloudy peritoneal effluent fluid. Follow-up with the peritoneal dialysis registered nurse (pdrn) revealed the patient expired on (B)(6) 2019 due to cardiac arrest. It was reported that the cloudy pd effluent resolved, and peritonitis was ruled out. After peritonitis was ruled out, further testing revealed a significant gastrointestinal (gi) bleed (specifics not provided). It is unknown what, if any, renal replacement therapy was being performed following admission to the hospital. The patient¿s past medical history included diabetes and multiple unspecified cardiac comorbid conditions. The discharge summary, end-stage renal disease (esrd) death notification and death certificate were unavailable, as the patient¿s electronic medical record was no longer accessible.